Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. E1,e2,e3 - information has been requested but unknown at this time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the acoustic lens peeling off and a gap of adhesive on the distal end likely occurred from user handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.3 inspection of the endoscope: 1. Inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. 2. Inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts. 3. Inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. 4. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to e1.

Event description:
During a standard inspection of a customer returned asset, it was noted the acoustic lens peeled off and there was a gap of adhesive on the distal end of the evis exera ii ultrasound gastrovideoscope. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
At the olympus service center, an additional issue was found. There was a defect in the bending section cover cement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. Date of event: (B)(6) 2021.